Event description:
The patient was hit in the head with a rock and experienced a loss of therapeutic effect and a return of tremors. The patient was unable to walk one morning. The patient had not fallen. Her status was reported as fair. Approximately 3 weeks later the patient experienced muscle and joint soreness when stimulation was turned on. The patient contacted the hcp office and was told it was probably a viral infection. Additional information has been requested a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2008-05272.

Manufacturer narrative:
The patient has bilateral deep brain stimulation systems. It is unknown which device to attribute the adverse event.